Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: cy5a81000. Device history batch: null. Device history review: no anomalies or deviations were found in the DHR and sterile review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On aug 17, 2017: legal medical records received. Litigation alleges fatigue, pain, clicking sensation, limited mobility, high cobalt levels, infection, and pathology reports confirmed presence of propionibacterium acnes. After review of medical records for MDR reportability, it was stated that the patient was revised to address infection. Revision notes reported necrosis, purulent appearing fluid, synovial type lining and granulation tissue which appears very thickened, reddened and abnormal, small amount of residual corrosion on the taper, large lytic defect. Pathologist describes increased acute inflammation all consistent with infection. MRI shows hyperintense osteolysis. Laboratory results for cobalt-chromium showed below 7ppb. Part and lot information for head and liner were provided but not readable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2017 indicated that the patient received a left total hip revision due to delay wound healing and infection. Upon entering the joint necrotic tissue, inflamed tissue, and purulent fluid was encountered and removed. Osteolysis was noted on the acetabular side and was debrided. The stem was noted to have a small amount of corrosion. All implants were removed and prostalac was placed for infection treatment. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: aug 17, 2017: legal medical records received. Litigation alleges fatigue, pain, clicking sensation, limited mobility, high cobalt levels, infection, and pathology reports confirmed presence of propionibacterium acnes. After review of medical records for MDR reportability, it was stated that the patient was revised to address infection. Revision notes reported necrosis, purulent appearing fluid, synovial type lining and granulation tissue which appears very thickened, reddened and abnormal, small amount of residual corrosion on the taper, large lytic defect. Pathologist describes increased acute inflammation all consistent with infection. MRI shows hyperintense osteolysis. Laboratory results for cobalt-chromium showed below 7ppb. Part and lot information for head and liner were provided but not readable.